Event description:
Condition occurred during testing. Calibration and all checks were done except the 24 hr burn-in checkout which at this time the ltv failed, it just shut itself off with no alarms and I was unable to turn on, inop momentarily turns on. Machine shuts off by itself while doing burn in test, no alarms. Unable to turn on. Inop momnetarily turns on. Unit was on ac power source approximately 16 hrs.